Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was received a broken force sensor was detected during seating or regular delivery alarm as well as motor error alarm. Customer¿s blood glucose level was unknown. Customer reported that they were able to clear the alarm. Customer reported that the insulin pump did require rewind. Customer not able to complete rewind. Customer was advised to the insulin pump will need to be replaced and refer to backup plan. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify a broken force sensor was detected during seating or regular delivery alarm due to motor error alarm noted.